Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the coil was exposed beyond the catheter. The target lesion was located in the splenic artery. A 12mm x 20cm interlock¿ was selected for use. During the procedure, when the coil was positioned inside the aneurysm, the coil did not loop in the lesion. Furthermore, it was observed that the shape of the aneurysm in the lesion was not round shape, but it was oval shape. Also, the blood flow was fast. Due to those condition, the coil of the complaint device did not loop in the lesion. It was also noted that approximately 10cm of the coil came out of the non-bsc catheter. The coil was removed together with the delivery catheter. The procedure was completed with a different device. No patient complications were reported.